Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: literature: bini, s. A., chen, y., khatod, m., & paxton, e. W. (2013). Does pre-coating total knee tibial implants affect the risk of aseptic revision?. The bone & joint journal, 95-b(3), 367¿370. Https://doi.org/10.1302/0301-620x.95b3.27585 . The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01872, 0001822565-2021-01873.

Event description:
A journal article was retrieved from the bone & joint (2013) that reported a study from the united states of america that looked at pre-coating tibial knee implants and its risk for aseptic revision. The purpose of the study was to determine the early aseptic revision rates of two tibial components with identical geometry and instrumentation but differ in one being pre-coated and other not. The study reviewed 13,835 patients with pre-coated tibial implant and 2,713 patients without pre-coating. The study population had a 92.4% and 92.8% of its study population age greater than or equal to 55 years at time of surgery. The study reported one patient within the non-pre-coating group who underwent revision for wound drainage. Attempts have been made and no further information has been provided.